Event description:
A 2.5 mm diameter x 14 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of a #7 lesion. The vessel morphology was reported as non-tortuous with severe calcification and 90% stenosis. The lesion was pre-dilated. It was reported that the physician then attempted the micro driver; however, he felt resistance while passing to the lesion. After the micro driver was across the lesion the physician tried to pull negative pressure using a syringe; however, blood was withdrawn. The device was successfully removed and a second micro driver was used to treat the lesion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device not returned for evaluation.